Event description:
It was reported that the patient received antitachycardia pacing (atp) therapy in response to a ventricular tachycar- dia episode. After the atp therapy, the egm showed inhibition on the ventricular channel due to crosstalk. The egm also showed atrial and ventricular sensing occurring simultaneously. The atrial output was reduced.

Manufacturer narrative:
No medwatch form was received.